Manufacturer narrative:
Follow-up #1: date of submission 02/04/201. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the keypad was torn over the ok button. The ok and contrast buttons did not respond to user inputs. The ok button contact was missing. Contamination was found underneath the contrast button contact. The keypad wire was damaged. Unrelated to the keypad, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the down and ok buttons were unresponsive. The reporter stated that the keypad was missing or torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.